Event description:
Boston scientific received information that the impedances were high and there was no capture on the right atrial (ra) lead. The patient has pacemaker syndrome. No other adverse patient effects. Additional information received from the local sales representative stating that this ra lead has been fractured. A future revision procedure has been scheduled.

Event description:
Subsequently, additional information received states that this lead has been surgically abandoned. Impedances were greater than 2,000 ohms. The local sales representative noted that there was no sign of an obvious fracture at this time. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
At this time the ra lead remains in service. Should additional information be received this investigation will be updated.